Event description:
Reportable based on analysis completed 31jul2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The target lesion was located in the tortuous mid to proximal right coronary artery (rca). The lesion was pre-dilated; difficulties dilating the lesion were noted. The 3.0x38mm promus element stent was advanced but failed to cross the tortuous lesion. The procedure was completed with a 2.75x16mm stent. There were no patient complications reported. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. The struts on the second row on the proximal end of the stent were raised up and bent back distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found that the hypotube had kinked approximately 260mm distal from the catheter's strain relief. Several smaller kinks were noted along the length of the shaft and also along the outer lumen. This type of damage is consistent with excessive force being applied to the delivery system. Traces of blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).